Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose level at the time of incident was 986mg/dl. The customer's most current level was 377mg/dl. The customer states they were informed by their doctor to treat high levels with the pump. Troubleshoot was conducted, and the customer was assisted in rewinding the device. The customer states the device was dripping from the tubing that connects to the reservoir. Nothing is being replaced or returned at this time.